Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified de novo lesion in the proximal left circumflex artery. A 3.5x18 mm rx xience v stent delivery system (sds) was advanced via direct stenting and the stent was deployed in the target lesion when a dissection was noted at the distal edge of the stent. A 3.0x12 mm xience v sds was advanced and the stent was deployed to treat the dissection. There were no other device or procedural issues noted. There was no adverse patient sequelae. There was no clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The reported patient effect of dissection, as listed in the xience v everolimus eluting coronary stent system instructions for use is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined, there s no indication of a product deficiency.